Manufacturer narrative:
Additional information was provided in b5 (event description). B1 (is product problem) was ticked to capture the malfunction code. Due to a lack of sufficient clinical details, and no data logs or product returned, the cause of the mechanical interaction with blood cannot be established.

Event description:
Additional information was received stating that, "there was no intervention done as far as I remember. Impella was in proper placement per bedside echo. Patient was fully recovered from both devices. Catheter not availabe for return."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 21-year-old female patient was transferred to the hospital with acute decompensated chronic cardiomyopathy (acute heart failure cardiogenic shock) under cardiopulmonary resuscitation with a mean atrial pressure of 79 mmhg (under more than 3 catecholamines and respiratory support). Also, less than an hour before impella cp insertion, the patient¿s right heart was supported by the protekduo device. The patient was in a severe shock ventilated and in society for cardiovascular angiography and interventions shock stage e with an arterial lactate of 4,6 mmol/l, a left ventricular ejection fraction of 20 mmhg and a cardiac power output of 0.6 watt, which was measured by the inserted pulmonary artery catheter. The patient had a known history of chronic cardiomyopathy. Impella cp was placed for hemodynamic support of the left ventricle with ultrasound-guided micro-puncture via the left femoral artery and the supplied 14 french x / 13 cm peel-away sheath without a percutaneous coronary intervention performed and transferred to the intensive care unit. On the same day, the complaint appeared as hemolysis was confirmed by plasma-free hemoglobin of a value of 500 mg/dl, indicating severe intravascular hemolysis. However, the heart team was at beside and verbalized that hemolysis is possibly due to protekduo and not impella cp. Protekduo had a flow at 3 liter/minute at 3850 rotations per minute, while impella cp was running at performance level 7 with 3.1 l/min. Moreover, patient developed sickle cell crisis per heart failure specialist. Sickle cell disease can be accompanied by pain episodes and blocking blood of the vessels and eventually cutting off oxygen to tissues, however, these outcomes were not documented. To this time point anticoagulation was not started yet and activated clotting time was 224 seconds. This is a clear deviation from the companies¿ instructions for use, which recommends systemic heparin and act time of 160-180 seconds. Patient was still on support, so, the outcome is unknown yet and ¿insufficient information¿ (coded for). Impella cp is conservatively coded for hemolysis (and is consistent with known risks associated with impella cp as listed in the instructions for use), although the care team rather suspected the protekduo device to be responsible for the destructed erythrocytes."